Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the consumer notified the representative on (B)(6) 2017 that they had a spike in pain and wanted an appointment. There was pain at the pocket site. The representative met with the patient on (B)(6) 2017 and all impedances were normal. The pocket site appeared "crinkly/crunchy." The patient had planned to see their hcp and have an MRI. It was reported that the patient went to emergency room (ER) for pain. Tests and an MRI were done which showed the implantable neurostimulator (ins) was severely pushing on their back. Now the ins had moved off their spine about ¾ inches. The patient had not had any falls or traumas. They were going to go back in to see their health care provider (hcp). The patient reported that they had ¿about 6¿ surgeries explained to be for the implant of the trial, implant of the ins, and 3 surgeries captured in MDR # 3004209178-2017-05892. No further complications were reported.